Manufacturer narrative:
(B)(4).

Event description:
Patient mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed an error. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.